Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Event codes- patient: 2199, device: 1019. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the central supply dept with an unsigned note that stated, "no volume on low." No tracking info, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.